Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system remotely and confirmed that the fluoro storage was not possible due to an image disk problem. Review of the log files confirmed image disk errors. The philips field service engineer (fse) went onsite in another case ID and confirmed the reported issue. The fse also confirmed that found that all system images have been exported to pacs (picture archiving and communication system). It was identified that the pcb (printed circuit board) board between the hdd (hard disk drive) caddy and the hdd interface board was bypassed due to nature of fault in the system fault logs. The fse recreated the image store on both frontal and lateral channels. The fse also replaced the 3 hard disks in another case ID to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoro storage was not possible due to an image disk problem. No harm to user or patient was reported. The system was in clinical use at the time of the reported event. Philips has started an investigation of this complaint.